Event description:
It was reported that during a ptca/stent procedure, two stents were placed in an attempt to treat a bifurcated lesion. The distal stent was intentionally deployed over a diagonal branch, contrary to IFU. The patient left the lab in stable condition. The patient returned to the cath lab the following day experiencing chest pain and st elevation. Angiography revealed the lad was completely occluded. Integrilin was administered, the stented area was dilated with a balloon catheter and a third stent was deployed proximal to the two previously implanted stents. The patient exhibited slow blood flow in the distal portion of the vessel and was eventually sent to bypass surgery. Reportedly, the patient is doing fine following the surgery.